Event description:
A (B)(6) advia centaur ehiv result was obtained on a patient sample and was reported. The patient sample was accidently tested for the viral load on the bdna analyzer. The result was a (B)(6). The patient sample was repeated on the advia centaur and the result was (B)(6). The sample was tested again on the bdna analyzer and result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur ehiv result.

Manufacturer narrative:
The cause for the discordant advia centaur ehiv result is unknown. The instruction for use (IFU) limitation section states: "it is recognized that currently available assays for the detection of antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies may be undetectable in some stages of the infection and in some clinical conditions." The patient sample has been requested for evaluation at the manufacturing site.

Manufacturer narrative:
Siemens filed the initial MDR on february 1, 2010. The initial MDR stated that the patient sample was requested for evaluation at the manufacturing site. The patient sample was never received and no additional testing was performed.